Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted within the common bile duct during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2011. According to the complainant, the patient had a malignant stricture approximately five centimeters in length. In the physician¿s assessment, the six centimeter stent was the correct size stent for the procedure. Prior to stent placement, the physician felt that the stent was a 6cm stent as stated on the label. The stricture was not dilated prior to stent placement. Post stent placement, the stent did expand, but was a little compressed due to the nature of the tumor. Due to the compression, on fluoroscopy, the stent appeared to be elongated. The physician felt that the stent was much more elongated than expected. No exact measurements were taken of the deployed stent; however the length was estimated to be about 8-9cm. The stent remains implanted, and no intervention is planned. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual and functional examination of the complaint device could not be performed since the device remains implanted and was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The dfu / product label states "a sphincterotomy and/or predilatation of the biliary stricture may be performed prior to stent implantation at the discretion of the physician". However, the complaint states that the stricture was not dilated prior to stent placement. This is a potential contributing factor to the complaint incident. The stent dimensions of 10x60 mm as specified on the product label refer to the deployed and fully opened stent. The implanted stent length is relative to its diameter. Based on the evaluation conducted and the details of the complaint, the most probable root cause of the reported issue is operational context.